Event description:
Additional information received reported that the lead and extension were not replaced. After the surgeon connected the new ins all values were normal, so it was thought that the connection between the old ins and the extension cable had been responsible for the low impedance value. A manufacturer representative recommended that the surgeon replace the lead and extension, however he didn't want to do that.

Event description:
It was reported that the patient's implantable neurostimulator (ins) battery became depleted after 13 months. Longevity estimates using the settings to which the ins was programmed calculated a lifespan of 19-48 months. It was noted that impedance values of 70 ohms were measured, indicating a short circuit which could affect battery life. The ins was determined to have depleted prematurely and was replaced. Normal impedance values were measured following the replacement. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).